Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon commented that patient experiencing pain on left hip. The cup was loose and needed to be revised.

Event description:
Surgeon commented that patient experiencing pain on left hip. The cup was loose and needed to be revised.

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: -device evaluation and results: the reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted trident shell. From the photograph the explanted cup does suggest there is adherent bone on the surface. -medical records received and evaluation: there is one post event ap x-ray that may or may not show some line formation around the cup but otherwise shows no clear pathology. Cup position is certainly adequate. The explanted cup does suggest there is adherent bone on the surface and therefore this case has controversial information between explant and x-ray while also otherwise no clear pathology is evident in this case and therefore failure mode cannot be determined due to lack of or controversial information. This case needs more info to solve -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: as stated by the clinicial: there is one post event ap x-ray that may or may not show some line formation around the cup but otherwise shows no clear pathology. Cup position is certainly adequate. The explanted cup does suggest there is adherent bone on the surface and therefore this case has controversial information between explant and x-ray while also otherwise no clear pathology is evident in this case and therefore failure mode cannot be determined due to lack of or controversial information. This case needs more info to solve. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.